Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarmed "air-in-line" although allegedly there was no air in the tubing. There was no patient involvement.

Manufacturer narrative:
Omit: a0507 - mechanics altered (2984), g0301201 - bubble sensor, g04067 - hinge, b16 - device not manufactured by reporting manufacturer, c23 - usage problem identified, d11 - cause traced to user additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Note that imdrf annex a0404, a040502, c07, c0601, d02, d01, g0405206 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device alarmed "air-in-line" although allegedly there was no air in the tubing. There was no patient involvement.

Event description:
It was reported that the device alarmed "air-in-line" although allegedly there was no air in the tubing. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a false air-in-line alarm was not confirmed through a review of the logs or reproduced during laboratory testing, however, the noted third-party bezel assembly and third-party air in line assembly installed were possible contributing factors to the reported issue. ¿ an attempt was made to power on the suspect device after attaching the pump module to a known good dchu pcu. There was no power response from the pump. ¿ a broken cable was found running from the bezel to the logic board, the bezel assembly was temporarily replaced with an dchu known good bezel assembly, for testing purposes only, then the pump powered on without any issues. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for air in line alarm at the 250¿l configuration threshold setting and was operating as intended, the device also passed the accumulated air bolus detection. ¿ the pump module event log contains limited information about the programming of the device and does not contain drug ID information. ¿ the event day was not provided, log analysis begins on august 19, 2024, at 6:04 am when the last infusion was performed with a rate of 999ml/h and a vtbi of 500. ¿ at 6:40 am the pump module was powered on and the air in line bolus was changed to 250. ¿ at 8:14 am the infusion was restarted, and the door was closed. Then, then infusion was restarted again. ¿ at 8:14 am an air in line alarm was triggered, then the infusion was restarted. These instructions were performed three times in the same minute. Then, the door was closed, and the infusion was restarted again, after this a last air in line alarm was displayed and the pump module was powered off. ¿ the bd alaris system with guardrails user manual v12.3.1 states: ¿ air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. ¿ the accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. ¿ if air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. ¿ per the bd alaris¿ pump module air in line alarms tip sheet states ¿when inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector¿, ¿to reduce the potential for nuisance, ail alarms, ensure that tubing is fully inserted in the ail detector.¿ ¿ facilities have been informed by the third-party parts notice, dated february 07, 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please replace sear as it was damaged during the internal inspection. This may be charged to dchu. Please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings or replacement of third-party parts. Root cause: the root cause of the reported air-in-line despite there was no air in the tubing was not definitively determined; however, the noted third-party bezel assembly and third-party air in line assembly installed were possible contributing factors to the reported issue.